Manufacturer narrative:
(B)(4). On 08-jun-2015, the customer reported to the field service engineer (fse), who was servicing the system for a gantry cannot comply error message which is addressed in a separate complaint, that the patient support had moved several inches both horizontally and vertically after releasing the buttons on the CT box. The patient support would stop on its own after moving several additional inches. The fse reported that there were no stuck buttons and all functions moved in the requested direction. The fse unplugged the crc (common rack console) cooling fans. After unplugging the crc cooling fans, the voltage on the 12 volt power supply increased from 10.6 volts to 11.8 volts. The CT box would not reset. A portable fan was placed in front of the crc rack until the new power supply was received and installed. There are no reports of any harm/injury to a patient, operator or bystander due to this issue. The defective crc power supply was scrapped and not provided for engineering assessment. The log files were provided to engineering for evaluation. Upon receiving the log files, CT engineering determined that this information could not be used during investigation because the log files provided did not match the date and time of occurrence. Therefore, root cause of the power supply failure could not be determined. However, the fse stated that the most possible cause of the issue was that the 12 volt power supply to the CT box was running too low and was causing the CT box to intermittently reset. On 11-jun-2015, the fse replaced the common rack console (crc) power supply then successfully tested the system to resolve the issue. CT engineering determined this issue to be an acceptable risk. The following mitigations are applicable in this case: two, redundant monitors are controlling the motion. A collision calculation is done in each combination of vertical, horizontal, or tilt motion. Hw emergency stop button stops all the motions. Buttons test during initialization. Instructions in instruction for use to observe patient during all movements. When scan starts, the cirs checks for correct direction and that spiral motion does not stuck. Controllers software verifies that commanded motions are executed or a fault condition is assumed. Couch horizontal motion shall shutdown if a linear force greater than 40 pound for regular couch or 70 pound for bariatric and extended couch is encountered while moving. Design ensures that there is motion during a scan procedure and is redundantly measured by examining both horizontal position encoders. When the couch has the ¿bedrock¿ configuration, couch horizontal linear shutdown force shall be in the range of 70-80 pounds.

Event description:
A philips field service engineer (fse) reported during servicing the system, the patient support moved several inches both horizontally and vertically after releasing the buttons on the CT box. The fse stated that when he moved the table in any direction and released the CT box button, the table motion continued for several inches before it stopped. The fse confirmed there was no harm to a patient, operator, or bystander. The fse evaluated and determined that the table movement was a direct result of the 12 volt power supply not supplying enough power to the CT box. The fse replaced the failed common rack console (crc) power supply to resolve the issue.

Manufacturer narrative:
(B)(4).